Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found a spill on the motor control board and caused a capacitor and a transistor on the board to burn out. There were no leaks in the instrument and the customer was unaware of the spill. It is unknown how the spill occurred. The fse cleaned the spill and replaced the motor control board. Repairs were established procedures. Bec identifier for this report is (B)(4).

Event description:
A customer reported smoke from the system lamp of a coulter act 5diff autoloader (al). There was no report of any patient results being impacted by the event. The customer reported that there was no burning smell, arcs, sparks, or flames. The laboratory did not need a fire extinguisher and the fire department was not called. There was no death, injury or change to patient treatment as a result of this incident.